Event description:
The second event occurred in 2007, when during unloading of an m100 filter set (lot # 07c14626) the access pod burst, splashing blood on the prisma machine and the floor. Blood was observed on both the machine and on the floor. As in the first event, the circuit had clotted and the pt's blood was not returned to him prior to terminating the treatment.